Manufacturer narrative:
Suspect medical device: no information was available for the type of the set, our hypothesis according to the image was sent, is that the set is most probably ap414-1. This report is an initial report. After completing the investigation a follow up report will be submitted. Q core medical (manufacturer) is submitting the report on behalf of (B)(4).

Event description:
"A nurse returned to the patient's bedside to find that the pca tubing had become separated, she noticed blood in the tubing. The tubing became separated distal to the back-check valve. She believed the valve must have gotten caught on something. The separation on 3 other sets was able to be recreated. They have the 3 sets where they recreate the issue available to return. They were not sure about the availability of the actual set used on the patient that generated the concern." No patient harm, except of the blood that came out from the separated valve. The nurse mentioned that this happened after she turned the patient and maybe the tubing was caught in something else resulted in the separation of the valve from the tubing. We tried 4 tubing sets and we were able to replicate the issue.